Event description:
Customer reported the system shuts down and sparks were seen by the power plug. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a connection in the ac power plug. System operates as intended.